Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of provided x-ray images confirms the reported dislocation event but not the root cause. It is noted the images are paper copies and are of poor quality. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, ppf and medical records. Ppf has no allegation, pfs has no allegation. After review of medical records, the patient complaints of discomfort and x-rays showed evidence of loosening of the revision acetabular component and in the last 2 weeks the patient has had 3 episodes of dislocation. The patient was then revised for failed revision right tha acetabular component with recurrent dislocation. Operative notes reported that there was a moderate mount of hematoma in the hip joint. A lot of this was metal stained. All of the tissues in the hip joints affected space were stained black. The acetabular component (competitor) was grossly loose. Operative finding reported that there was extensive metallosis and metal stained tissue throughout the hip joint, this being a residual from the metal debris from the original procedure. Doi: (B)(6) 2016; dor: (B)(6) 2016; right hip. Please note that the liner and cup were competitors products.